Event description:
The customer reported that the cannula was bent and that her blood glucose reached 13 mmol/l (252 mg/dl).

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria. Se